Event description:
Pt reported that their one touch ultra meter failed control solution test three times. This issue was not resolved with troubleshooting. Pt was using the correct control solution that was opened less than the discard date. The test strips were in good condition and the meter was coded correctly. There was no medical intervention or adverse event reported. No further clinical info was provided.